Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unknown malfunction occurred with the receiver. The patient stated that the receiver kept displaying a reading of 100 mg/dl for about a month despite extensive troubleshooting with technical support, including replacement of sensors, replacement of 2 transmitters, and finally resolving the issue with replacement of the receiver. During that time the patient was doing manual fingerstick glucose checks, but had difficulty regulating her blood sugar and missed low alerts because the continuous glucose monitor (cgm) kept displaying 100 mg/dl. In the evening on (B)(6) 2019 she had a hypoglycemic event (symptoms were not provided). With no alert and her son called emergency medical services (ems). She was treated with glucose via intravenous (IV) therapy for a blood glucose (bg) of 29 mg/dl but did not require hospitalization. At the time of contact, the patient was stable and doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.